Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patient experienced "two serious falls which resulted in broken neck, brain damage and has hallucinations" the patient cannot "stand or walk without assistance" and is "bedridden." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.